Manufacturer narrative:
Customer facility phone number: (B)(6). Company representative (manufacturer) phone number: (B)(6). Device evaluation results: one level 1 hotline disposable was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 24 inches and under normal conditions of illumination. No abnormalities were observed. The sample was connected to a hl-90 hotline fluid warmer. No issues were found with the operation of the disposable. There was no leaking.

Event description:
It was reported that the fluid was leaking from the level 1 hotline disposable. Another disposable was used. No patient injury or complications were reported in relation to this event.